Event description:
A remstar auto device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. The device had dust fail contamination. Additionally, the service technician also noted an error codes e053 (err_comp_log_sem_timeout) present. The device was scrapped by the service center after the evaluation was completed.